Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted during testing. Moisture damage noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer also reported that the act button was unresponsive. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The customer stated that the esc button was unresponsive at the end of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.